Event description:
It was reported that a spectrum iq pump over infused (two times). This occurred during preventive maintenance inspection in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue "over infused (two times)" was not reproduced. The device was tested for volumetric testing two times and both tests delivered within specification with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.